Manufacturer narrative:
(B)(4). MFR 3004753838 -2019 -093121 was submitted in error and can be retracted. The patients mother called and advised the signal loss issue that was occurring had already been reported to tandem.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further clarification, the patients mother called and advised the signal loss issue that was occurring had already been reported to tandem

Manufacturer narrative:
(B)(4).

Event description:
The patients mother called and advised the signal loss issue that was occurring had already been reported to tandem. Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.